Event description:
It was reported that the tips of the maryland bipolar forceps instrument do not meet. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grips are properly aligned at the tips, in accordance with specification. The teeth mesh and the offset between grips is within specification. Performance testing found the instrument grips open and close properly when placed on a system. Engineering also observed the distal end of the main tube to have various deep scratch marks with material removed from the tube. Scratches are not parallel to the tube axis, suggesting they were caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.